Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed an abscess in left axilla 22 days post-treatment. The patient noticed the abscess after shaving the area about 9 days post-treatment. Oral antibiotic (doxycycline) and silvadene cream were prescribed. At 18 days post-treatment, the clinic examined the patient and the affected area was resolving. Bismuth powder was prescribed to dry up the area.